Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had cuff breakage. Patients had been intubated, it was mentioned that it was a covid patient in critical care with co-morbidities. In addition patient was transferred to a higher level critical care hospital where later died.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a total of three cuff that had breakage. There was no reported patient outcome.